Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: evaluation of the modular cable found areas with kinking and wire insulation breaches. Evaluation of the heartmate 3 modular cable confirmed discoloration and damage to the outer jacket and controller connector bend relief, as well as discoloration of the inline connector bend relief. A specific cause for these findings could not be conclusively determined. Heartmate 3 modular cable, lot #195678, was returned in used condition. Examination of the outer jacket revealed gray discoloration along the length of the jacket. The jacket was torn with a section of jacket missing along approximately 3¿ to 10¿ from the controller connector. The underlying armor layer was displaced and partially torn at approximately 4¿ from the controller connector, exposing the underlying bionate layer. Examination of the controller connector bend relief revealed slight brown discoloration with a tear near the terminus of the bend relief. Examination of the inline connector bend relief revealed brown discoloration with no signs of damage. The controller connector and inline connector pins appeared unremarkable. The modular cable was connected to a tester in order to verify the integrity of its wires. The cable passed electrical testing without issue. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook is currently available. Section 4 ¿living with the heartmate 3¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. The relevant sections of the device history records for the modular cable, lot #195678, were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came in to clinic and the modular cable was quite damaged/torn. The modular cable was swapped out for a new one with no issues.